Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;179908,,SI,2014,Valiant,VAMC3030C100TU;VAMC3636C150TU,C76126;183872,,SI,2014,Valiant,VAMF3030C150TU,C76126;194015,,SI,2014,Valiant,VAMF2622C150TU; VAMF2622C150TU,C76126;199878,,SI,2015,Valiant,VAMF3434C150TU; VAMF3632C150TU,C76126;203363,,SI,2014,Valiant,VAMF4040C200TU; VAMC4040C150TU; VAMC4040C100TU ,C76126;212100,,SI,2015,Valiant,VAMF3636C200TU; VAMF3632C150TU,C76126;223045,,SI,2015,Valiant,VAMC3232C150TU; VAMF2626C150TU,C76126;227966,,SI,2015,Valiant,VAMF2222C100TU; VAMC2828B100TU; VAMC3228C150TU; VAMC2828C100TU,C76126;234974,,SI,2015,Valiant,VAMF3636C200TU; VAMC4040C200TU,C76126;235771,,SI,2015,Valiant,VAMF3232C200TU,C76126;241326,,SI,2015,Valiant,VAMF3232C200TU; VAMC3232C200TU; VAMC3232C150TU ,C76126;254967,,SI,2015,Valiant,VAMF3228C150TU,C76126;259163,,SI,2015,Valiant,VAMC2622C150TU; VAMC2824C150TU,C76126;260450,,SI,2015,Valiant,VAMF3434C200TU; VAMC3434C150TU,C76126;265215,,SI,2015,Valiant,VAMF3636C150TU; VAMC3838C150TU,C76126;334005,,SI,2016,Valiant,VAMC3232C150TU; VAMC3834C150TU; VAMF3434C100TU; TGU373720,C76126;343984,,SI,2016,Valiant/Endurant,VAMF3232C200TU;ETBF3616C166E; ETLW1616C156E; ETLW1620C93E,C76126;345694,,SI,2016,Valiant,VAMF4242C150TU,C76126;347230,,SI,2016,Valiant,VAMF3434C200TU; VAMF3434C150TU,C76126;347814,,SI,2016,Valiant,VAMF3232C200TU; VAMC3632C150TU,C76126;348092,,SI,2016,Valiant,VAMF3636C200TU,C76126;362802,,SI,2016,Valiant,VAMC3030C150TU,C76126;367060,,SI,2016,Valiant,VAMF3838C100TU; VAMF4036C150TU,C76126;371451,,SI,2016,Valiant,VAMF3636C200TU;VAMF4242C150TU; VAMC4646C150TU,C76126;373422,,SI,2017,Valiant,VAMF3232C200TU; VAMC3430C150TU,C76126;373903,,SI,2016,Valiant,VAMF3232C200TU; VAMC3232C100TU,C76126

Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF SERIOUS INJURY EVENTS BEING SUMMARIZED: 26. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (M2S) AND IS LIMITED AND DE-IDENTIFIED.